Manufacturer narrative:
This report is submitted on june 12, 2023.

Manufacturer narrative:
This report was submitted on march 16, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery for better imaging compatibility.